Event description:
Patient presented to the physician with a fluid filled lump at the neck incision site. Physician brought the patient into the or, opened the neck incision site, and discovered a large mass with signs of infection. Physician removed the mass and decided to remove the entire inspire system. Physician prescribed antibiotics after the procedure was completed.